Event description:
It was reported that iab was inserted sheathless into left femoral artery. After correct zeroing of pump, dr could not advance iab more than 3cm w/o strong resistance. Inner lumen kinked. Iab was removed & a second 1 placed w/a sheath. Pumping resumed and there were no reported pt complications.

Manufacturer narrative:
F/u report will be filed when eval is complete.